Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify charge or battery lasts less than expected due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the last week customer changed the battery for two times. Customer¿s blood glucose level was 120 mg/dl. Customer stated that the troubleshooting was performed. The device will be returned for analysis.